Event description:
It was reported that this patient presented with bloodstained discharge following an unspecified gynecological procedure. The patient returned to the operating room for removal of sutures.